Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The customer report of an accuracy issue was confirmed during the service repair process. The proximate cause of the customer report of an accuracy issue was determined by service to be due to a defective door assembly which caused error code 210.6020. The proximate cause of the lower pressure failure was determined by service to be due to a defective pressure sensor. The proximate cause of the iui issue was determined to be due to corrosion.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.